Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hypoglycemia at school, prompting caregiver pickup and evaluation in the emergency department (reported under MFR #3019004087-2026-45447), where staff recommended increasing the glucose target to 150; the device supports a maximum target of 130, and coaching was provided on adjusting the target and on timely meal announcements after review of portal data indicated late or missed meal announcements, including announcing while already low. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included emergency department evaluation without admission. Investigation included review of device data and user interaction history. Investigation of this case revealed that the device functioned as designed and that user-related factors, specifically delayed or missed meal announcements, contributed to the hypoglycemic event; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement timing.